Event description:
Complications related to kimberly clark percutaneous g/gj tube anchors. Of the 5 most recently placed percutaneous gj tubes, we have had 4 anchor related complications. The initial pts had anchors which went through both the anterior and posterior stomach wall during insertion. This complication was addressed by performing all the procedure with endoscopy to confirm that the anchors were intraluminal. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: medically complex.